Event description:
Patient reported, left side device rupture. Liquid accumulation and lymphnodes (1,5 cm diameter) with silicon in the axillar area. The status of the device is unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma, migration and lymphadenopathy are physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma, migration and lymphadenopathy.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6(b), h6.

Event description:
Patient reported left side device rupture, liquid accumulation and lymphnodes (1,5 cm diameter) with silicon in the axillar area. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, g2, h6.

Event description:
Patient reported left side rupture, liquid accumulation and lymphnodes (1,5 cm diameter) with silicon in the axillar area. Healthcare professional reported capsular contracture, baker grade ii/iii and confirmed the report of rupture. The device has been explanted.